Manufacturer narrative:
(B)(4).

Event description:
A patient reported that he has his stimulation on 8v and he cannot feel it at all and it's still not working and it's burning. The patient reported he had tried another setting and he still can't feel anything and it's burning. The patient stated that he turned the device to another setting where he can actually feel stimulation, but then when moved his leg on the side of the implant he felt an electrical shock through his body and he couldn't stop shaking. The patient stated for those reasons his device is off and is very scared to turn it back on because of the burning and pain it's causing him. The patient described the pain as "meatus up to where it's suppose to be helping him." The patient added the burning was felt at the base of scrotal sack and it's stimulation that is causing that. The patient turned the device off and noted he was still feeling a hurting and burning. The patient reported he turned off the device and then a day later he started having to catheterize more and had cathedral 7 times just to go to the bathroom. There were no traumas or falls associated with that issue. Additional information from a healthcare professional (hcp) the patient has not scheduled any office visits for evaluation and there have been no troubleshooting or action or intervention to resolve the burning, shocking and having to cath more.

Event description:
The patient stated he was still urinating on himself and was in a lot of pain. The patient reported he already increased as high as it would go but this caused the patient so much pain that he could not walk. The patient reported he decreased amplitude down to 1.9 with the help of doctor; however he was still having pain. The patient reported he believed the interstim was causing him to have pain, however the patient then stated that he has interstitial cystitis so has had pain since prior to implant, however now his pain has gotten worse and was a lot more sharp. The patient also reported he was having to catheter 3 to 4 times a day. It was indicated that the therapy was on. The patient confirmed it was now turned off. The patient reported interstim never helped his urination since implant, and his pain got worse since implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-09. It was reported that an infection at the implantable neurostimulator (ins) area and lead area was confirmed. The device was malfunctioning so the patient¿s healthcare professional (hcp) ran tests on it and determined that the device needs to be explanted due to an infection. The patient stated that the device gave them an infection and that is the reason why it is malfunctioning. The patient has an appointment to see their hcp on (B)(6) for an x-ray and they have their therapy shut off. It was recommended that the device be returned for analysis after explant. The infection began in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.